Event description:
Healthcare professional reported "capsular contracture baker grade unknown". Later healthcare professional also reported "capsular contracture baker grade iii", "wound dehiscence" and "probably breast tissue infection". This record is for the right side. Device was explanted.

Manufacturer narrative:
E1. Phone number continued: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii, wound dehiscence, infection (early onset).